Event description:
The customer reported that the system had an x-ray on error and shut down during a case. The system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.